Event description:
Complainant alleged that during functional testing, the device does not recognize the batteries and would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp received the product and will be providing a follow-up report when our investigation is completed.